Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 7000 competitor implantable tachy lead, (B)(6) 2009; 1056t competitor implantable pacing lead, (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.